Event description:
It was reported that the control-iq algorithm suspended basal delivery in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the cgm blood glucose (bg) reading was 2.16 mmol/l and the meter bg reading was 22 mmol/l. As a result, the customer went to the emergency room and was subsequently hospitalized with blood glucose (bg) level displayed as "high" and a high ketone level identified as dangerous by healthcare provider. Bg was treated with intravenous fluids of insulin and saline. Reportedly, the customer was released on an unknown date with the issue resolved and no permanent damage. System check with technical support did not identify any additional issues with the pump or related supplies. No additional patient or event information was available.